Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the staples would not advance. There was no pt consequence.

Manufacturer narrative:
Analysis conclusion: based upon the visual examination and functional test, it was concluded that the reported "staples would not advance" during surgery was due to an insufficient tube crimp, which allowed the cartridge to separate from the tube. The tube crimp is related to the assembly process. Co reviews each incident as it occurs in an effort to continuously improve co's products and proceses. Co appreciate the fact that you took the time to inform co of the event. Your info is a driving force in co's continuous improvement process.